Event description:
During the operation, while the lasso was set on the left inferior pulmonary vein (lipv), it slipped off to the left ventricle (lv). Physician tried to retrieve the lasso from the lv, but could not because the chordae tendineae may have been caught by the lasso. The lasso could not be retrieved when tried to turn or pull it and inserted a sheath. The lasso was retrieved eventually. However, the patient showed symptoms of the mitral reflux which might have been caused from the chordae tendineae being caught by the lasso. As of 2009, the patient still has mitral reflux and therefore, the physician is considering a surgical procedure. This product will be returned for investigation.